Event description:
Customer reported that she had recently been hospitalized due to a low blood glucose level. Blood glucose level was below 30 mg/dl at the time of admission. Customer reported that the insulin pump's drive support cap was protruded. Blood glucose level was 340 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.